Manufacturer narrative:
This product was received and tested by technical services and the flickering image could not be duplicated. The returned smart cable was tested with the customers monitor and a test blade. The image quality test passed, the smart cable was manipulated with no changes to the image noted. The monitor was tested over several hours with no change in image or rebooting. Service was completed, the device was certified, and returned to the customer.

Event description:
The customer reported that during a patient procedure, using a glidescope gvm monitor, it flickered and rebooted itself. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.